Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified signs of repeated use (nicks/gouges). Part of the impactor pad was found to have fractured off. Further evaluation could not be performed as the device was not returned. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed based on provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the impactor pad fractured during use. No patient harm or impact reported. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D4: attempts are in process to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.